Manufacturer narrative:
Evaluation of the returned swiftpac coil (swiftpac) confirmed that the embolization coil was detached inside a non-penumbra microcatheter. If the swiftpac is manipulated against resistance, the embolization coil may detach from its pusher assembly. The tortuous anatomy may have contributed to the reported resistance. The pusher assembly was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using swiftpac coils (swiftpacs), non-penumbra coils, and a non-penumbra microcatheter. It was reported that the vessel was tortuous. During the procedure, the physician successfully placed two swiftpacs and two non-penumbra coils into the target location. While advancing a third swiftpac through the microcatheter, the physician experienced resistance. Therefore, the third swiftpac was removed. While advancing a fourth swiftpac through the microcatheter, the physician experienced resistance. The physician continued to advance the fourth swiftpac and the swiftpac unintentionally detached within the microcatheter. The microcatheter containing the detached swiftpac was removed. The procedure was completed using additional non-penumbra coils, and another microcatheter. There was no report of an adverse effect to the patient.